Event description:
It was reported that during an outpatient pta and atherectomy treatment procedure, hemolysis occurred. The lesion being treated was located in the distal superficial femoral artery (sfa) which demonstrated a reference vessel diameter of 5.5 millimeters. The lesion was 100% occluded, mildly calcified and measured 6-7 centimeters in length. Using a 7f introducer sheath from a right femoral access site, the physician used a 2.25 mm solid-crown orbital atherectomy device (oad) with a 0.014" viperwire guide wire to cross the distal sfa lesion. He performed multiple passes with the oad to treat the target lesion for a total intervention time of 8 minutes, 9 seconds. He subsequently performed low pressure balloon angioplasty with a 6 mm balloon dilatation catheter at 4 atms for 120 seconds over a 15 cm segment of the distal sfa. The final angiogram revealed "an excellent result" with some residual luminal irregularity, but no significant residual obstructive disease. Brisk three-vessel runoff to the right foot was noted following the intervention. The pt tolerated the procedure well with 1+ post-procedure dorsalis pedis and post-tibial pulses on both the right and left. The pt was noted to have hemoglobinuria post-procedure. The physician treated the pt with intravenous fluids and overnight observation. The hemoglobinuria resolved and the pt was discharged to home the following day. No add'l intervention or follow-up was required.

Manufacturer narrative:
Device analysis: the device was not returned for examination, therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and product specifications. The root cause for the reported event is unk.